Manufacturer narrative:
Additional narrative: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device. The subject device was received in a visually correct condition without damages. The marking is existing and at the correct position. The color markings also exist and are in the correct position. A measurement of the key parameters was not carried out, because the item is inserted into the other drill sleeve and into the protection sleeve which were evaluated and met the specification. Based on these investigations, the complaint is unconfirmed, because it was not replicable. A review of the manufacturing records revealed this device was produced to specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgical delay of an unknown amount of time has been reported.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the distal locking screw failed during the implantation of a proximal femoral nail antirotation (pfna). The screw did not pass through the nail. The surgeon made several attempts, but the screw went out dorsally and did not pass the nail. The surgeon ultimately removed the guiding sleeves and locked the nail free hand.this report is 4 of 7 for (B)(4).

Manufacturer narrative:
(B)(4): patient identifying information is not available for reporting. Device is an instrument and is not implanted/explanted. Device returned for manufacturer review/investigation on january 23, 2015. Device is not distributed in the united states, but is similar to a device marketed in the us. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: september 5, 2013 - no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.